Manufacturer narrative:
H10: the device was received for evaluation. During evaluation, the reported problem of "pump over infused," was not reproduced. A review of the event history log (ehl) revealed the device alarmed for "air-in-line!" And the infusion was not resumed. An "air-in-line!" Alarm can occur if the bag was emptied, however, the history log cannot be used to determine the actual level of fluid remaining. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition could not be determined. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was delivering chemotherapy; doxorubicin (adriamycin) 14. 4 mg, etoposide (toposar) 72 mg, vincristine (oncovin) 0. 5 mg in sodium chloride 0. 9 % 360ml. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.